Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an air-in-line missed alarm issue caused by administration set tubing to zyno medical on (B)(6) 2017. The initial reporter forwarded to zyno medical the email from the representative at the user facility sent out on (B)(6) 2017: "we had an incident today with a zyno pump that continued to infuse, after medication was complete. The entire line on the medication was filled with air. I am labeling the pump for evaluation." On (B)(6) 2017 the initial reporter received another email from the nurse involved in this event and forwarded to zyno medical: "(B)(6) 2017 1348: pt stated "there is air in the tubing" and he was pointing his finger to the upper chamber of his gammagard tubing. The bottle of gammagard was noted to be empty. I noted air throughout the IV tubing from the empty 30gm gammagard bottle to the IV site. I withdrew approximately 1ml air with a 3ml syringe from his IV site. Pt verbalized he was feeling fine and denied lightheadedness, dizziness, vision issues, short of breath, chest pain. Pt was instructed if he develops any of these issues to call our office or call 911 if he feels it is urgent. Pt verbalized good understanding of all information given. 5gm gammagard bottle started @ 1356. (B)(4) was notified via message. At 1608: f/u call made to pt. Pt states he did feel a little strange earlier but is feeling fine now. States his wife is a nurse and she will keep an eye on him. Will f/u call with pt tomorrow." The initial reporter followed up with more patient information on (B)(6) 2017 that "dob is (B)(6). We also restarted the pump and resumed the infusion. The rate was set at 249 ml / hour. The volume infused was 379 ml. Vtbi was 500 ml. Infusion was on step 5 with 10 minutes left and 57 ml. Air in line setting at 0.4 (standard setting) learned that generally the nurses insert the IV tubing into the pump prior to turning on the pump. The pump is therefore doing the "test" with the IV tubing already in the pump". The initial reporter also mentioned that they will send out a communication to the user facility regarding the correct practice. The infusion pump involved in this event was reported under MDR 3006575795-2017-00336 on (B)(6) 2018. This report MDR 3006575795-2018-00007 addresses the IV set involved in this incident.

Manufacturer narrative:
The reported issue was not confirmed. The affected set was received by zyno medical on 01/09/2018. The device was returned along with a drug vial and was installed within an infusion pump which was reported in MDR 3006575795-2017-00336. The testing was performed on 01/24/2018. During the visual inspection, it was discovered that the set spike was separated from the tubing and was found inside the vial. It was also found that the set was jammed near the air-in-line sensor of the pump. A cut was found on the tubing as approximately 46 inches below the drip chamber, located below the pumping section. Efforts were taken to duplicate similar tubing jam near air in line sensor but were not successful. The reported air-in-line missed alarm issue was not confirmed for the infusion pump (see MDR 3006575795-2017-00336).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00007).